Event description:
It was reported that a cartridge change error occurred with the customer's insulin pump. There was no adverse impact to the customer's blood glucose level. Despite initial troubleshooting steps, including inspecting and cleaning various components, the caller was unable to successfully load a new cartridge. Technical support then referred the case for escalated troubleshooting, which led to the approval of a replacement pump since the customer had experienced this issue multiple times. The customer was advised to use a backup insulin pump until the replacement arrived, to return the problematic pump, and to connect their continuous glucose monitor and set up their replacement pump upon receipt.